Event description:
Olympus (oit) was informed that "the customer opened a repair request for the fiberscope which tested positive for pseudomonas aeruginosa following a microbiological test on (B)(6) 2022." No death, injury, infection or harm was reported to olympus. The scope wil be returned to olympus for further l.

Manufacturer narrative:
The suspect scope was returned to olympus and then sent to an external laboratory for further testing. During the microbiological test, all channels were checked with no finding of any germs. The scope was sterilized and returned to olympus regional repair center for a physical evaluation. The evaluation found corrosion at the distal end unit and suction port. The cleaning, disinfection and sterilization checklist report indicated preliminary cleaning using extrazim plus - suction of water through the suction/operation channels and flushing of the air/water channels. After disinfection, the scope is stored in a standard cabinet hanging vertically the root cause of the reported phenomenon cannot be conclusively determined, however, user¿s insufficient reprocessing cannot be ruled out as a contributing factor.

Event description:
Olympus (oit) was informed that "the customer opened a repair request for the fiberscope which tested positive for pseudomonas aeruginosa following a microbiological test on january 18, 2022." The scope was returned to olympus for further investigation. An additional potential adverse event was noted where the distal end was corroded. No death, injury, infection or harm was reported to olympus.

Manufacturer narrative:
Correction to b5, please see b5 for further detail. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end was corroded, the distal end glue was worn out, the distal end was dented/scratched, the suction valve was corroded, and the venting connector was corroded. However, these defects alone are not considered severe enough to cause a potential adverse event. The following were the culture test result by the third-party labs via the user: dec 28, 2021: sampling from unknown location - 400cfu_pseudomonas florescens/putida - 200cfu_rhizobium radiobacter - 100cfu_candida parapsilosis dec 30, 2021: sampling from unknown location ->1000cfu_pseudomonas aeruginosa - >1000cfu_enterobacter cloacae - >1000cfu_stenotrophomonas maltophilia - 20cfu_candida parapsilosis jan 03, 2022: sampling from unknown location - 8cfu_pseudomonas aeruginosa. Jan 12, 2022: sampling from unknown location - 200cfu_gram- bacilli. Jan 18, 2022: sampling from unknown location - 1000cfu_pseudomonas aeruginosa. The following were the culture test result by the third-party labs via olympus: sampling from: swabbing distal end unit cfu: no detection bacterial identification: . Sampling from: sampling solution instrument / biopsy /suction channel cfu: 0cfu bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." "Before storage of a high-level disinfected or sterilized endoscope, thoroughly dry all parts of the endoscope and all accessories" olympus will continue to monitor field performance for this device.